Event description:
It was reported that prior to an implant procedure that an "ins in the box" icon was displayed on the programmer. Consistent telemetry was not obtainable between the neurostimulator and recharger. Coupling was tested inside and outside of the operating room with varying results between 0 to 8 bars. A new neurostimulator was tested and consistently received 8 bars of coupling, both inside and outside of the operating room. No patient outcome was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. It was stated the ins was received in the unopened sterile tray. The recharge function was tested and it was found to be functioning normally. The ins was recharged at room temperature with approximately 1 cm of space between the ins and antenna charger. It was indicated the ins charged to 4.01 v with 100% coupling. It was noted the implant bit was set and a lead configuration was entered to obtain trace report information.